Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The hard reset bvvi was confirmed. The parity reset, in ship-settings, forced the hard reset.

Event description:
It was reported that the device was found in backup operation while in the box. This device was not used.